Event description:
The new information provided noted that the lead was repositioned without any complications.

Event description:
During a follow-up, it was noted that the device failed to pace at max output. Sensing and impedance was normal. The patient was scheduled for revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.